Event description:
The customer reported being hospitalized due to high blood glucose of 844mg/dl. The events leading to his admission was feeling sick and dizzy. Troubleshooting was performed. The customer mentioned that insulin was leaking from the tubing to the reservoir. The customer stated that his glucose reading was over 600mg/dl for two days prior to the event, and the infusion set and reservoir were changed. The customer bolused 18.0 unites, and apparently he needed more insulin to lower the glucose level. The customer was released the same day and his glucose reading was 120 by the time he left the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.